Manufacturer narrative:
No product was returned for eval. A review of the device history record is pending and a f/u report will be sent once the DHR is reviewed.

Event description:
On (B) (6) 2010, physician performed a surgery close to the rib, using a 3.5 mm coupler. While positioning the vein wall over the coupler pins, the pins of the coupler bent. The physician removed this coupler and used a second coupler. While positioning the vein wall over the second coupler's pins, a pin bent. The physician straightened out the pin and completed the anastomosis of the vessel without incident. The patient's status is reported as "okay".